Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins functionally okay, insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. The ins was received in the (B)(4) lab with the setscrew advanced all the way down. To test lead insertion, the setscrew was backed out to allow a known-good lead to advance into the connector port. No insertion anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an electrode insertion issue with an implantable neurosti mulator (ins), which occurred during a procedure. It was noted that during implantation procedure of the ins after tined lead testing, the electrode could not be inserted completely into the connector block of the ins. It was unknown if any factors led to the event, the consumer had tined lead testing approximately four weeks. A new ins was taken and the hcp tried to insert the lead into the connector completely with success. The issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.